Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer blood glucose went up to 1000 mg/dl. The customer also had a blood glucose 319mg/dl. It was also reported that infusion set tubing was detachment. The insulin pump will not be returned for analysis.